Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information:h3, h4. The device was returned to olympus for inspection, and the reported failure of poor ultrasonic image quality was confirmed. During the device evaluation, another reportable malfunction was identified¿floating or peeling of the bending rubber adhesive part¿most likely due to repeated use, external influences, or handling stress. Based on the investigation results, the potential failure location associated with the customer-reported event could not be identified. However, the reported phenomenon was reproducible during functional testing when the devices were connected using our equipment. The specific cause of the event could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during device maintenance the bronchofibervideoscope displayed poor ultrasonic image quality. There was a vertical stripe noise that had appeared in flow mode. There was no patient involvement.